Manufacturer narrative:
The alleged event is not confirmed. The device was discarded by the patient. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported to technical support during troubleshooting drain complications on the liberty cycler of observing a fluid leak in cassette housing. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. It was indicated that the patient would complete treatment with continuous ambulatory peritoneal dialysis. Follow up with the patient indicates that the clinic was notified of the alleged event and that the patient was prescribed prophylactic antibiotics. The patient reported that there was no complications experienced as a result of the alleged event. No treatments were missed. The patient discarded the alleged device.